Manufacturer narrative:
Physio-control evaluated the customer's device and verified the event code was logged in the memory of the device; however, issue could not be duplicated during testing. Physio replaced the device's therapy pcb assembly as a precautionary measure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that there was an event code logged in the memory of their device. The event code logged is related to a potential failure of the device¿s defibrillation energy delivery system. There was no patient use associated with the reported event.